Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name specify surescan; product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 223; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that the doctor who originally put the device in abandoned them and caused major neurological damage on him. Patient stated that they had to have additional spine surgery back in may to take the device out because it was causing spinal cord compression. Patient mentioned that the healthcare provider put the implant in at a level that they thought was a different level because they couldn't interpret an MRI and that the doctor caused significant neurological damage. Patient also mentioned that they can barely walk without a walker they are in so much pain. Patient reported that they plan to get even with the doctor; patient added that they have been in contact with the FDA and attorney general. Patient stated that they want the doctor removed from medicine because of this experience and that their implant never worked. Patient noted that medtronic pays the doctor a lot of money for trials and to write papers and that it is all a sham and that they plan to go after everyone involved including medtronic. Patient mentioned that they are only in contact with a mdt rep for programming and that the doctor on their card is the doctor that abandoned them. Patient also mentioned that they are making an appointment with another neurosurgeon after thanksgiving; patient added that the chairman moved their implant and electro pad to the correct level and that they also want to have the implant removed. Patient noted that they do not know what model of implant is currently in them and that the doctor who implanted them crossed their leads and put them incorrectly into the implant battery which left the patient unable to be programmed correctly. Patient stated that they had a nerve ablation on wednesday and that their implant is completely off and they have been advised to keep it off. Patient stated that they have had many extensive fusions and their back has gone downhill. Patient was threatening medtronic and that they will take them down and ruin the scs image. Patient reported that they do not want a fake pharm body in them and that they plan on having it removed after the holidays. Agent asked for event date and patient stated the most recent surgery was in may and that november 9th was their actual implant surgery because they were hospitalized with pain levels 9/10 or higher where no one could touch their skin due to the nerve damage caused by the doctor. The patient was redirected to their healthcare provider to further address the issue. Patient was escalated. Pt emailed back to state that the implanting hcp damaged their spinal cord and increased their pain by causing spinal cord compression.

Event description:
On 2025-jan-24 additional information was received. The pt reported information already provided previously. The pt provided a chronological account of the events that started to take place on (B)(6) 2023 (trial onset). The trial doctor implanted a 8x2 lead pad starting under a pre-existing crossover at t11-t12, and attempted to create an epidural space at t10 so they could pass the lead pad higher, but they got stuck at t9 and sewed the lead pad in with 10 sutures. The pt explained the lead pad got stuck at t9 because of a bulging disc that was up against their spinal cord obliterating the epidural space at t9. The pt stated the trial procedure took 3.5 hours. The pt reported being in the hospital 4 days with level 9 pain for the first 4 days of the trial. Then, on day 5 of the trial, the trial doctor had the pt walk, which the pt struggled doing, so they would implant the battery. The pt did not want the trial doctor to operate on them any more because of what they experienced. While in the hospital, the pt had met with a manufacturer representative (rep) 4 times for programming adjustments. The rep ended up having two other reps come in to try adjusting programming. After the pt was discharged from the hospital, they met for programming adjustments another three times. Despite all of the programming attempts made, the pt did not experience any reduction in pain but rather their pain worsened as they developed spi nal cord compression of t9. Two weeks later, the doctor that the pt was working with left the state for another position and did not follow up with the pt nor hand off the pt's case to another neurosurgeon. The pt reported they continued to get worse, and had to have complete laminectomies at t10, which had been started and left unstable by the trial doctor, t9 to relieve the spinal cord compression, and t8 to put in a 5x6x5 paddle lead. About 6 months after that, t7 spontaneously fractured. The pt's doctor then wanted to wean the pt off 3 stable years of generic hydromorphone with butrans. The pt stated this took 1 week and the doctor also took them off of all pain meds. The pt reported having intractable pain with a fractured vertebrae and they couldn't walk. The pt commented that they should never have been allowed to have the permanent implant put in. The pt reported they were having excruciating pain and couldn't' walk without an upwalker lite, and have to have continuous evaluations by their internist.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Product ID: 977c265; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-14 additional information was received from the pt. They reported the same information previously reported. New information provided was that the pt had an 18 hour back surgery and had the implanted neurostimulator explanted at that time. They were hospitalized recovering from the back surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned previous information in this case. Patient's original surgeon screwed up their spine and destroyed a bunch of nerves and caused spinal cord compression. The chairman had to replace the 82 pad that compressed the t9 and replaced it with 565 at the t8 and the original battery was left in there. Patient was having worse problems now that everything was opened up now to t8 where the 565 was. The electrode or pad/wires were taken out. The original pad/wires were short ones and the pad/wires were made longer. Patient needed an MRI of their cervical and dorsal. Agent reviewed 1.5t compatibility and reviewed MRI information. Patient hadn't charged their implant in about 2 weeks. Agent advised patient to charge implant and patient confirmed they put their device into MRI mode before. Patient mentioned the person who put their implant was totally incompetent and had paralyzed people. Patient's pain was after all the degeneration in their spine kept fusing and fusing. Their trial for their implant took 3 hours.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.